Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during surgery the tip of the threaded locking compression plate (lcp) drill guide broke. There is no further information at this time. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. Unknown patient information event date: unknown. Device is an instrument and is not implanted/explanted. Product investigation summary ¿ the investigation has shown that the returned drill sleeve is as complained broken off at the tip. The review of the production history revealed that this lcp drill sleeve was manufactured in october 2008 in accordance with all established requirements and with no non conformities reported. No manufacturing related issues that would have contributed to this complaint were found. As this instrument is almost 7 years old this complaint is considered as normal wear and tear after frequent use. DHR review ¿ no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Visual inspection ¿ the tip of the drill sleeve is broken off. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.